Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that due to pelvic organ prolapse, the patient underwent a gynecological procedure and mesh was used. Due to dyspareunia, back pain, spotting, discharge and kidney infections patient had mesh revision on (B)(6) 2011.

Manufacturer narrative:
It was reported that following insertion the patient experienced numerous infections which eventually caused her to become allergic to most antibiotics because she took so many, severe back pain, spotting, erosion and pain during intercourse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.